Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"), anxiety ("psychological or psychiatric problems ¿ anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems") and weight increased ("weight gain"). On an unknown date, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), genital haemorrhage (seriousness criterion medically significant), pruritus ("allergic or hypersensitivity reaction ¿ itching"), migraine ("migraines"), headache ("other injury; headaches"), pelvic pain ("pain"), device expulsion ("expulsion of essure device"), arthralgia ("joint pain"), the second episode of abdominal pain ("abdominal cramping") and abdominal distension ("severe bloating"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the alopecia, arthralgia, the last episode of abdominal pain and abdominal distension was resolving, the anxiety, genital haemorrhage, pruritus, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, fatigue, migraine, headache, nausea, pelvic pain, weight increased and device expulsion outcome was unknown and the back pain and dyspareunia had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, pruritus, tooth disorder, urinary tract disorder, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55.782 kgs. Hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Following events: abnormal bleeding (general), allergic or hypersensitivity reaction ¿ itching, bladder or urinary problems or changes, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines, other injury; headaches, nausea, pain, weight gain, expulsion of essure device, joint pain, abdominal cramping, severe bloating, essure confirmation test(s) conducted, specify were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), anxiety ("anxiety"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, alopecia, anxiety, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, anxiety and back pain to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.